Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures and valve embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. In this case, the attempt to correct the improper position of the xt valve prior to deployment contributed to the xt valve embolization. It was felt that a ventricular perforation may have occurred while trying to retrieve the valve with a non-edwards balloon catheter. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was attempted to be deployed 50:50 within the native aortic annulus. There was aortic movement of the xt valve and the operator attempted to correct it by pushing the valve ventricular. This resulted in the xt valve landing 10:90 aortic/ventricular (a/v). The landing position could not be corrected due to the xt valve being almost completely inflated at this point. Final inflation of the valve with nominal volume (17cc) resulted in the valve embolizing into the left ventricle. An attempt to pull the valve back into the native annulus with a 25mm z-med balloon was unsuccessful and at some point, the ventricle appeared to have been perforated. The patient could not be stabilized and ultimately expired on the table. Perceived root cause: after partial inflation, the xt valve could not be well positioned into the native annulus and ended up too ventricular, which ultimately led to the embolization of the xt valve into the left ventricle. The physicians felt that the ventricular perforation occurred while trying to retrieve the valve. However, the injury location and relationship to the valve were unable to be determined. The aortic annulus diameter measured 20mm x 25mm. The aortic valve area measured 351.4 mm2. The annular calcification is not available.